Manufacturer narrative:
Sc-8416-50; (B)(6). The returned lead on this report was analyzed and the complaint of high impedances has been confirmed. It appears that excessive tensile force was exerted onto the lead and resulted in electrode dislodgement, paddle lead damage, and the reported high impedances. Therefore, the probable cause selected is cause traced to component failure.

Event description:
It was reported that the leads had high impedances. The patient needed an MRI; therefore, the spinal cord stimulator system was explanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the leads had high impedances. The patient needed an MRI; therefore, the spinal cord stimulator system was explanted.